Event description:
It was reported that the device had a force sensor test failure. The event occurred during testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H3: one device was received for analysis. Service history review identified no repairs. The customer reported complaint was confirmed by turning on the pump. It was verified that the error occurred during the self-test. The main cause of customer complaint was the defective force sensor, plunger printed circuit board (pcb) and plunger cable. The force sensor, plunger pcb, and plunger cable were replaced to fix the issue. After installing and replacing the parts, the device passed all the testing and is fully operational.